Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. Patient was transported to the emergency room via ambulance. The patient's blood glucose levels declined to below 40 mg/dl while wearing the pod between 4 and 24 hours, on their back. The system kept delivery insulin to the patient. Symptoms reported include hypoglycemia, urge to vomit, and shaking. The patient was treated with two bottles of soda, prior to ambulance ride. The patient was monitored for three hours in the emergency room and then was released. Patient also reported that they experienced elevated blood pressure as well.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.